Event description:
It was reported, that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 56 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.